Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was reported to the manufacturer with no information. The defibrillation lead is a competitive product. Further review of the manufacturer's database indicated the patient died eleven days post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received.